Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and could not flush the sheath using the irrigation side port. During preparation of the vizigo sheath, the physician could not flush the sheath using the irrigation side port. Determined it may be blocked. Opened a new vizigo sheath and marked this one as faulty. This all occurred without patient involvement and prior to entering the patient¿s body. No procedure delay. The procedure was successfully completed. Additional information was received. The section where the issue was observed was the side port (stopcock/three-way valve). The issue was that it could not be flushed via the sideport. The hemostatic valve did not dislodge inside nor outside the hub. The hub did not become detached from the sheath. No patient involvement.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and could not flush the sheath using the irrigation side port. The device evaluation was completed on 27-feb-2026. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, irrigation test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that no damage or anomalies on the device, no issue with the side port were observed. Then, an irrigation test was performed, and the device was irrigating correctly. No irrigation, obstruction or blockage were identified in the side port. A device history record was performed, and no internal actions related to the reported complaint were identified. The blockage issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).